Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure, this right atrial (ra) lead was tested. The ra lead exhibited high pacing threshold measurements and loss of capture. The lead was successfully capped and replaced. No additional adverse patient effects were reported.